Manufacturer narrative:
A ge rep evaluated the system, and repaired the temperature sensor connector. This MDR is related to ge healthcare complaint.

Event description:
The customer reported a temperature sensor error. No pt injury was reported.